Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) and fluoroscopy. A 35mm watchman flx closure device and delivery system (wds) was inserted and deployed in the laa. The patient anatomy was noted to be difficult which required 5 partial recaptures and 1 full recapture of the wds to be performed and repositioning attempts. During a repositioning attempt, the closure device component of the wds was expanded yet suddenly released from the core wire into the left atrium. The closure device component of the wds was recaptured using a 24 french sheath and digestive clamps. The procedure was aborted. There were no patient complications. The physician plan to consider another laa closure implant or just leave the patient anticoagulated.